Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. (B)(4).

Event description:
A doctor reported interface haze on a patient's eye during lasik. Additional information has been requested.

Manufacturer narrative:
The root cause could not be determined conclusively. (B)(4).